Event description:
It was reported the pump displayed a green blank screen with continuous audible alarm and that the battery cover was broken. No patient involvement reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: "tamper seal removed / broken: both broken. Physical condition of the device: cracked right plunger case, broken battery door. Results of event history/error log review (if applicable): unable to view ehl due to blank screen with constant alarm. Reported problem duplicated / replicated: yes, found blank screen with constant alarm at power up. What caused the reported (primary) problem? Incomplete update process by customer. Actions / repairs done to correct the reported (primary) problem: uploaded software from base to head of the pump to solve the reported problem. Updated to software version v1.6.4. Performed power up process, pm and all functional tests per medfusion series service test procedure ? G3000137 rev. 122 which passed. DHR review summary: product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation."

Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(6) is no longer considered reportable, an MDR report will be filed to retract any reports associated with it.